Event description:
The catheter began leaking around the cuff about 1 month after placement. It functioned fine until then. They were infusing duramorph. A form of morphine for pain. The leak was noticed due to wet dressing.